Manufacturer narrative:
Analysis and results: we have not received the involved batch nor samples for analysis. As no batch number is received, the batch manufacturing record cannot be reviewed. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the optilene. The surgeon stated that during suturing, needles split up from the thread. The surgeon worked on heart tissue, the surgery was not prolonged due to the issue. No further data is provided at this time.